Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported issue with the illuminator. The illuminator was installed on the test system, it failed to communicate and generated error 48238. During visual inspection, the pins on the illuminator were also found to be damaged. The reported complaint was confirmed based on the failure analysis investigation. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the illuminator failed and the system generated an error 297. Prior to calling technical support, the clinical territory associate (cta) had power cycled the system with no change. The technical support engineer (tse) explained that the illuminator could be disabled and the customer would be able to proceed with a third party illuminator. The tse walked the customer through powering down the system. Removing the illuminator communication cable, and powering the system back on. The system powered up with a 48238 error, which the cta recovered. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the cta was present at the procedure. The cta confirmed that the illuminator had gone out during the case. After the site switched to a third party illuminator with the help of technical support, the procedure was completed and there was no injury to the patient.

Manufacturer narrative:
Additional investigation was conducted on the illuminator and the customer reported failure was re-confirmed. The bulb melted inside the illuminator and caused a short.